Event description:
Pt self tester alleges poor precision results when doing duplicate tests on same day, five minutes apart. On (B)(6) 2012, inratio inr 1st = 1.0, 2nd= 2.0; (B)(6) 2012, inratio inr 1st = 1.2, 2nd=2.6. Pt's therapeutic range is 2.0 - 2.5.

Manufacturer narrative:
Investigation pending.